Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site where the tunneling tool was used. Symptoms were redness, oozing, pain in the area. Antibiotics were prescribed. The patient underwent a revision procedure and the physician had decided to irrigate, flushed and re-suture the infected wound. Infection was not device related.